Event description:
During a ventriculoperitoneal (vp) shunt revision it was discovered that the medtronic strata shunt valve was not functioning correctly. The valve could not be adjusted with the magnetic tool. This valve was implanted about 30 days prior. Surgery was required to replace the valve.